Event description:
The manufacturer received information alleging a ventilator's fio2 display was incorrect. There was no harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's fio2 display was incorrect. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation, a "service required' alarm condition was observed. The device's interface board was replaced to address the issue.